Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched case. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 226 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was reported that the screen on the insulin pump was currently black. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.